Manufacturer narrative:
The product was manufactured on 8/13/2014. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. No samples were received by covidien for evaluation. The pvc tubing in the product code used to irrigate does include a blue tube cap that covers the tip of the pre-lubricated (vaseline) pvc tubing. The distal eyes are also covered by this cap which through these eyes the irrigation is performed. With the cap remaining on, there would be no irrigation. It is visually detectable based on the longitude and color of the blue cap. The cap is placed to protect the lubricated distal tip otherwise it will be exposed. The cap has to be removed so the insertion of the enema tube can perform and the device will function. If the cap is left on, the eyes are blocked, thus the irrigation procedure will not be performed. The process is running according to product specifications meeting quality acceptance criteria. The production personnel were notified about the reported condition. Based on the information provided, a corrective action is not deemed necessary at this time. However; a new change is in progress to remove the blue cap from the tube and add a jelly solution in the package. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a rectal tube. The customer reports the rectal tube did not come with instructions; therefore, the nurse did not know there was a cap on the tube and inserted the rectal tube (with cap on) into the patient's body. The cap was expelled the next day.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.